Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Only day and year are known. It is assumed month the complaint was reported. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the device jaws would not open, was the device stuck on tissue? If yes, how was the device removed from the tissue? Was there any change in post-operative care of the patient due to the event? If yes, please describe.

Event description:
It was reported that during an unknown procedure, after stapling, jaws did not open. It was impossible to unlock the device despite activating red button. The procedure was complete with another like device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch number # n5722p. Investigation summary: the long60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.